Event description:
A falsely depressed sodium (na) patient sample result was obtained on a dimension® exl¿ with lm integrated chemistry system. The falsely depressed patient result was reported to the physician and was not questioned. The same sample was reprocessed on an alternate dimension® exl¿ with lm integrated chemistry system. A higher result obtained was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) result obtained on a patient sample when processed on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (04-march-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control (qc) recovered within the customer¿s acceptable ranges. A siemens customer service engineer performed multiple service actions for the imt system which are all considered general maintenance for the imt system. No other discordant results were observed by the customer after these service actions. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00088 was filed on 01-march-2024.